Event description:
Pedicle screw rod reduction tower's sub component plastic ring inside the tower, became loose in the reducer and blocked the application of the set screw. Instrument was removed and surgery was completed. It was noticed after surgery, the rod reducer had a torn ring. The plastic ring is made from peek. Cause of loose ring is indeterminate because not enough information is provided. There could be many causes from wear-tear, shipping- handling, and/or surgical technique of the end user. The current design is functional. Cause is indeterminate.